Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 06:00 ¿ 7.4 mmol/l, 06:02 ¿ 9.8 mmol/l, 06:05 ¿ 9.5 mmol/l, 06:08 ¿ 10.9 mmol/l, 06:10 ¿ 29.7 mmol/l, 06:14 ¿ 7.9 mmol/l, 06:16 ¿ 9.1 mmol/l.